Manufacturer narrative:
Control lot: 25miu/ml hcg urine lot: hcg100113-01; 100miu/ml hcg urine lot: hcg100513-01; 228.6iu/ml hcg urine lot: hcg100420-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=6). Clearly positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=6). Clearly positive results were observed at 3 minute read time when tested with 228.6iu/ml hcg urine control. (N=3). Conclusion: from retain testing with in-house control's the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative hcg urine pregnancy test results. Customer reported that his wife was feeling sick, so she purchased a pregnancy test. The test gave a negative result. After a while (time not specified) the wife had a miscarriage as confirmed by the doctor. The doctor advised she take a second test which also showed negative results. Per the husband, the woman was not on any medication, but had previously been on contraceptive injection. Not further pt info available.